Manufacturer narrative:
(B)(4). The sample is not available at this time. Should additional information become available, a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center to report a low drain volume alarm on the homechoice (hc) machine during initial drain. During this call, the home patient (hp) stated that there is a lot of air in the patient line. The tsr advised the hp to start over with new supplies and assisted the hp with ending therapy.

Manufacturer narrative:
(B)(4). The batch review was not performed, because the lot number was unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.